Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of catheter break. Block h10: investigation result a visual examination of the returned complaint device confirmed that the catheter was broken into two separate parts. No other issue was noted on the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the catheter broke in half and detached in the common bile duct of the patient during stone extraction. Reportedly, the elevator of the scope was able to close on the remaining portion of the catheter and the scope was pulled out succesfully from the patient including the distal end of the balloon. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the catheter broke in half and detached in the common bile duct of the patient during stone extraction. Reportedly, the elevator of the scope was able to close on the remaining portion of the catheter and the scope was pulled out successfully from the patient including the distal end of the balloon. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.